Event description:
The service report shows that the device became inoperative while on a pt. There was no pt harm or change in therapy as a result of the malfunction. The nellcor puritan bennett customer support engineer (cse) inspected the device, verified the error code, and replaced the appropriate part. The unit then passed extended self-testing.